Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed during a self test. The device is being replaced. No other details were provided. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during test due to faulty remote frequency board. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.